Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/23/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed a loss of prime associated with a low, non-zero force. During testing, the pump emitted an occlusion alarm with an attempted load step while a cartridge was not in the compartment and the piston stopped at the 205 unit mark. Further adequate investigation of the loss of prime complaint could not be duplicated. The pump case was removed, and the u4 component on the printed circuit board was found to be misaligned. (B)(4).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)